Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Additional information received on 24dec2020 reported that as of (B)(6) 2019 the patient had experienced atrophic vaginitis sling no on tension eroded through vaginal epithelium. Continued post op bleeding. Additional information received on 12jul2021 reported vaginal spotting and right hip pain exacerbated by sitting ¿ localized along the inguinal ligament. Suburethral vertical incision inflammation with some raw edges, vaginitis causing inflammation of the incision site- raw edges were treated with silver nitrate in office. Bladder leakage when standing (symptoms preexisted the surgery), vaginal atrophy, suture knot removed in office. Uti, vaginal itching, burning and irritation. On exam vulva is erythematous with white discharge. Mesh is visible at the anterior vagina and is removed in office (unknown anesthesia). Claimant concerned mesh is falling out, dysuria. Sling palpated on patient¿s left, atrophic mucosa, area of mucosa protruding out of l superior vaginal wall on exam that is tender to palpation. Atrophic vaginitis, sling in place and not on tension - eroded through vaginal epithelium left of the mid urethra. Claimant thinks she can still feel the mesh in her groin.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient experienced serious bodily injuries including but not limited to, foreign body reaction, right lower quadrant pain, pelvic pain, dyspareunia, incontinence and other injuries, including permanent injury. The patient will likely undergo future medical treatment and procedures.